Event description:
The customer reported that the 9900 system had a motion error during a case. The procedure was completed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The rotation potentiometer and the orbital potentiometer were replaced during the service call. The system was tested and found to be working as intended and put back into service.